Event description:
The customer reported that there was no contrast to the images and the quality of the images produced was degraded to the point that they were unable to work. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The default vascular profiles were adjusted. The system was then found to be operating as intended.